Manufacturer narrative:
The onyx was not returned for evaluation as it remains in the patient; therefore product analysis could not be conducted. The clinical observation could not be confirmed, and the event cause could not be determined. It is possible that there might have been inadequate onyx mixing, or that there might have been use of an onyx syringe-catheter interface adapter (thereby reducing the deadspace) which may have contributed to the reported experience. Per our instructions for use: ¿failure to continuously mix onyx les for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx les immediately after mixing. If onyx les injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx les during injection. Using the onyx les syringe- catheter interface adapter will reduce labeled deadspace of the micro catheter. Failure to make the appropriate allowances may result in unintended embolization. Reference the onyx syringe-catheter interface adapter instructions for use for a list of compatible micro catheters and deadspace information. When injecting onyx les, fluoroscopic visualization should reveal onyx les traveling through the catheter lumen. It is recommended to obtain fluoroscopic imaging prior to reaching the minimum catheter + adapter deadspace in order to visualize the embolic material before it exits the tip of the catheter. The adapter will reduce the ultraflow micro catheter or marathon micro catheter labeled deadspace by approximately 0.04 ml. Failure to make the appropriate allowance may result in unintended embolization. Indications for use: embolization of lesions in the peripheral and neurovascular, including arteriovenous malformations and hypervascular tumors.¿

Event description:
Medtronic received information that the onyx layered with dmso. It was reported that the onyx came out of the catheter before the dead space of the catheter had been reached. The catheter did not appear to have ruptured; the onyx exited the tip of the catheter. Treatment was ceased at this time. Post procedure the patient had loss of renal function and pain. The patient was receiving treatment for an avm in the left kidney. The devices were prepared as directed in the IFU. The access vessel was the renal artery and the vessel was minimally tortuous. The injection rate was followed as directed and there was some reflux of onyx observed. Angiography was used to confirm that the contrast agent was exiting only from the catheter tip. Prior to onyx injection, the dead space of the catheter was filled with dmso. There was no reported resistance during injection. Patient has functioning approximately 30% of left kidney function remaining because the onyx occluded the upper pole of the kidney and not just the mid pole. *note: the lot numbers reported were for the individual onyx vial and dmso vial. Event updated to onyx kit only (pli 10).